Event description:
Our office was contacted by patient on 01/19/2016. States machine keeps showing error message of low o2 purity and then shutting off. Pt is currently out of town. This is the fourth machine given to pt that has malfunctioned while he has been out of town.

Event description:
Add'l info received from reporter on 06/02/2016 for mw5059825: invacare solo 2 portable concentrator failed on a pt for the third time within 2 years. We purchased two units and both have the exact same product failure. We have sent this form into medwatch for the second year in a row for the same model/same pt and we have yet to hear from your about the first filing. Pt has lost confidence in us and the product because this is the third solo 2 we have replaced for this pt and he is concerned about the product. Dose or amount: 2.1, frequency: daily, route: respiratory (inhalation). Dates of use: (B)(6) 2015 - (B)(6) 2016. Diagnosis or reason for use: osa.